Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Event description:
Sales representative reported on behalf of healthcare professional ¿ruptured¿ diagnosed via MRI and later reported "capsular contracture grade IV" and "ultrasound showed ruptured implants but devices were not found broken during explant" and later reported "reactive lymph nodes in the axillary regions". This record is for the right-side. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on january 26,2026,with lot number 2852905. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease, wear abrasion and opening) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Sales representative reported on behalf of healthcare professional ¿ruptured¿ diagnosed via MRI. This record is for the right-side. Device has been explanted and it is unknown if it will be returned.